Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open bowel resection, on anastomosis of the bowel, there was bleeding on the staple line from the two devices that fired and was oversewed to resolve the issue.